Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708240, serial# (B)(4), implanted:(B)(6) 2009, product type: extension; product ID 3888-33, lot# v340247, implanted: (B)(6) 2009, product type: lead; product ID 3888-45, lot# v343757, implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type; recharger; product ID 3998, lot# v324248, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
It was reported the patient had no stimulation sensation and their stimulation stopped the day prior to this report. The patient was not able to adjust stimulation with the patient programmer and they were getting a warning screen to recharge the implantable neurostimulator (ins). The patient was not getting a 50% or greater symptom reduction and their recharging frequency did not match the patient¿s settings. The ins was programmed in continuous mode and reprogramming was not needed. The cause of the event was determined and it was not device related. The patient was able to demonstrated effective charging and they were able to recharge normally. Nine days after the initial report the patient was receiving effective therapy and they had recovered without permanent impairment.